Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was reported that found air in line alarm, found air detector defective. Replaced air detector. Upon further investigation found dso seal cracking was based on visual inspection. Performed pvt, unit passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump kept requesting to be primed after priming and the lines were full. The event occurred before infusion.